Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the statlock was removed off of a patient with fragile skin, it ripped off the layer of skin that the device was adhered to. No other information was provided.